Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When the surgeon was making his proximal tibia cut (first cut of the tka), the mics handpiece broke in half. He was almost done with his tibia cut when the end just popped off. I don¿t know how to describe it, but it just completely broke in 2 pieces. Nothing caused any damage to the bone or patient. The surgeon quickly stopped and removed the mics from the site and dropped the broken off piece into a bucket. We put on a new mics handpiece and finished the procedure without any further problems. No immediate harm done to patient or user. The only concern from the surgeon was if the inside of the mics handpiece was sterile. So infection would be the harm, if any. Surgical delay of roughly 15 minutes.

Event description:
When the surgeon was making his proximal tibia cut (first cut of the tka), the mics handpiece broke in half. He was almost done with his tibia cut when the end just popped off. I don¿t know how to describe it, but it just completely broke in 2 pieces. Nothing caused any damage to the bone or patient. The surgeon quickly stopped and removed the mics from the site and dropped the broken off piece into a bucket. We put on a new mics handpiece and finished the procedure without any further problems. No immediate harm done to patient or user. The only concern from the surgeon was if the inside of the mics handpiece was sterile. So infection would be the harm, if any. Surgical delay of roughly 15 minutes.

Manufacturer narrative:
Reported event: the front end of the handpiece was compromised. Product history review: device history records indicate (B)(4) were manufactured under lot k09gu and (B)(4) were accepted into final stock on 5/31/2017. Complaint history review: a review of complaints related to parts in lot number k09gu, p/n 209063 shows no other complaint related to the failure in this investigation. "Visual inspection: visual inspection revealed 2 screws had broken and one screw was missing. Additionally, the ball retaining housing, which the screws hold in place, was fractured in one of the screw support areas. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Material analysis: material analysis was not completed because functional inspection clearly showed failure. Conclusion: the screws hold the front end in place. If the screws back out then the front will come off. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. "